Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("postimplant pregnancy") in a (B)(6) year-old female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tuberculosis, tobacco user (5 cigarettes daily x 8 years), migraine, tubal ligation, multiparous ((B)(6) 1990, (B)(6) 1993, (B)(6) 1996, (B)(6) 1999, (B)(6) 2001, (B)(6) 2006, 2008.), multigravida and miscarriage (x2). Abeta hcg quant which was 45,587. Her white blood count was 9.5, hemoglobin 13.9, platelets 276. Her blood type came back as b+. A bedside ultrasound was performed in the emergency department which showed an iup with a yolk sac and her vaginitis probe was positive for trichomonas. Essure confirmation test on date (B)(6) 2009. Type of test: hysterosalpingogram (hsg), result: total bilateral occlusion (result received on date (B)(6) 2009). Physician said: the coils were in the correct position. Concurrent conditions included pruritic rash, scabies, headache, photophobia, head throbbing, alcohol use, abdominal pain, nausea and abdominal cramps. Concomitant products included ibuprofen, ibuprofen (motrin ib), ondansetron (zofran) and para-seltzer (excedrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia and pelvic pain ("pain"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain, depression and anxiety ("mental anguish"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced infection ("infection (other) describe"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole (metrogel) and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, infection, pelvic pain and abdominal pain had not resolved and the pregnancy with contraceptive device, menstrual disorder, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. However, the patient is currently planning for removal. The anticipated/scheduled date is unknown and reason is essure caused injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral. Occlusion - the coils were in the correct position. Pregnancy test - in (B)(6) 2010: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received : pregnancy outcome was changed to "elective abortion". Event, "abortion/pregnancy termination" was deleted. Onset dates of events were updated. Medical history was added. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.